Manufacturer narrative:
The device was returned for evaluation on 14-apr-2025. The unit came in for service needed. Complaint confirmed. Muffler (feed port) blocked with dust causing high pressure. Zeolite absorbed too much moisture causing contamination.